Event description:
A home patient (hp) contacted baxter's technical service center regarding which bag to use for his medication. The hp said, his nurse gave hp medication for peritonitis, the technical services center advised the hp to call his nurse. The facility administrator (fa) stated that he hp was diagnosed with peritonitis in 2006, but was not hospitalized. The hp's symptom was a cloudy effluent. There were no exit site or tunnel infections. The fa stated that there was a break in aseptic technique, specifically a loose transfer set patient connector from the adapter. The hp uses a plastic adaptor. There was nothing the fa was aware of which caused the connection to become unsecured. Nothing unusual was noted about the threads on the transfer set or the adaptor. The hp was previously instructed to access the connection daily. The hp has since been retained on aseptic technique. The sample was discarded. The fa also stated that, the hp's adapter may not have been installed correctly. The hp was treated with ancef, ip, 1g daily and gentamycin, ip, 60 mg daily in 2006. The hp did recover from this peritonitis episode.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing will continue to monitor this product line.